Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user. Address-line 1: (B)(6).

Event description:
The brazil customer reported, "clogged probe making dispensing difficult" and weak staining with some slides affected. The field service engineer repaired the instrument by replacing the aspiration and dispense check valve, the syringe, the syringe clamp, and cleaned the probe to eliminate the dripping; which resolved this malfunction. The customer was able to complete testing. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.